Event description:
Report rec'd ffrom abbott international (abbott switzerland) that states: "when the epidural catheter had to be removed, it broke and a part remained in the pt (in the epidural space). It was decided to leave the piece of the soft catheter in the pt. The pt is under supervision. Pt has no problems and no actions are planned." No additional info was available.